Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing when the patient coughs resulting in non-sustained episodes and inhibition of pacing in a pacemaker dependent patient.